Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked plunger case and a damaged battery cable. No evidence was found in the device¿s event history log. Three accuracy tests were performed for functional testing. Functional testing was unable to verify or duplicate the reported problem, the device was operating as intended. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown.

Event description:
It was reported that the pump failed preventive maintenance and that the flow accuracy was not correct. No patient injury was reported.